Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
During left ventricular assist device (lvad) implant, the backup battery was placed into the backup heartmate 3 system controller. There was a backup battery fault. Upon removal of the backup battery for inspection, one of the pins was bent in the backup battery.

Manufacturer narrative:
Manufacturer's investigation findings: the device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. The 11v backup battery (serial #: (B)(6)) was shipped with the system controller. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ states how to properly interpret and troubleshoot all system alarms including backup battery fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a backup battery fault alarm and a bent pin was confirmed. The system controller (serial #: (B)(6)) was not returned for analysis; however, the 11v backup battery (serial #: (B)(6)) was returned for analysis. The bent pin was straightened prior to testing. The 11v backup battery was functionally tested. The 11v backup battery returned with a measured voltage of 11.35v. Upon initial receipt, the backup battery was able to appropriately operate the pump for at least 15 minutes and did not cause any atypical alarms to activate during testing. During the final step of functional testing, when the battery was left to fully charge, a backup battery fault alarm activated. From this point on the battery could no longer support a pump. The battery was left to fully charge again and a backup battery fault activated. With the driveline connected, the dual power leads were disconnected, and the pump stopped. The battery would not support pump function. The battery voltage was measured, and it was 12.35v. The battery was opened to further investigate the issue. There were no physical anomalies noted. The battery was connected to a system controller and mock loop and powered on. The diodes d1 and d2 which indicate the charge and status of the battery were not on, indicating that the battery was not being recognized by the system controller. The components were traced from the connector to where the battery connects to the system controller. A diode test was performed on d52 and the values were compared to a working test battery. It was found that d52 pin 1 was shorted to ground. D52 pin 1 is responsible for indicating the charge level of the battery. The root cause for the reported backup battery fault alarm was conclusively determined to be due to d52 being shorted; however, the root cause for the bent pin was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.